Event description:
A caller reported that the pump battery was depleting too quickly, which led to a pump shutdown. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.